Event description:
It was reported that the device was explanted in 2007, due to an unknown reason. It is unk if the explant was attributed to the device. No further details were provided.

Manufacturer narrative:
Device not returned.